Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log files confirmed the high watt alarms as reported with current vad parameters within normal operating range. Device thrombus/thrombosis is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The heart instructions for use (IFU) addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms. If further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. A definitive root cause of the event cannot be definitively determined; however, based on the reported thrombus formation in the right ventricle with suspected coagulation disorder, it appears that clinical factors/patient comorbidities were a contributing factor. Bleeding and pericardial effusion, which occurred after the thrombolysis are known potential complications that may be associated with the use of the device and are known potential complications related to thrombolysis. With review of the available information, there is no indication that the events are related to any manufacturing or device performance issues. Device remains implanted.

Event description:
Information was received that the ICU physicians reported high watt alarms. Additionally, the site reported thrombus formation in the right ventricle with suspected coagulation disorder. The patient initially presented with hematuria, elevated plasma-free hemoglobin (pfh) or serum lactate dehydrogenase (ldh), heart failure symptoms as well as the abnormal pump parameters. It was indicated that there were no risk factors for thrombus and anticoagulation was reported as being controlled. The patient needed continuous veno-venous hemofiltration (cvvh). Lysis therapy was started on (B)(6) 2015 with ateplase. The event resolved; however, there was circumfluent pericardial effusion and clinically relevant bleeding from every catheter insertion site. On (B)(6) 2015 it was reported that power consumption was currently in the normal operating range, the ldh was decreasing and the patient was haemodynamically stable.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump (B)(4) remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt alarms" on the date of the reported event. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined; however there are patient, procedural and pharmacological factors that may have contributed to this event. No additional information will be forthcoming. Device remains implanted.